Event description:
Healthcare professional reported "breast tissue expander was removed and permanent implant placed" after over 6 months of use. Affected location unknown. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Healthcare professional reported "breast tissue expander was removed and permanent implant placed" after over 6 months of use. Affected location unknown. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: use error: observed two openings assessed as surgical damage. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.